Manufacturer narrative:
The following tests were completed for 10 reference samples of lot 6001884: 1. Visual inspection as per 4a02052. Quality specification catheter/ especificacion de calidad de catheter. No damage o bent was found. 2. 4802011, flow test on customer complaints -pruebas de flujo en quejas del cliente, version 10. 10 reference samples met the criteria of minimum 80ml/minute. Flow test values of reference samples: p1: 174, p6: 108, p2: 263, p7: 108, p3: 94, p8: 97, p4: 185, p9: 112, p5; 114, p10: 115.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient faced infusion set cannula bent event, which was suspected to be the cause of high blood glucose levels of the patient and subsequent visit to emergency room and hospitalization on (B)(6) 2024. Highest blood glucose levels noticed were 400 mg/dl during the event. Patient's ketone levels were also high which were identified life threatening by health care professional. Patient took bolus via pump to resolve the issue and was given hospitalization treatment. Patient was discharged from the hospital on (B)(6) 2024. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The following tests were completed for 10 reference samples of lot 6001884: 1. Visual inspection as per (B)(4). Quality specification catheter/ especificacion de calidad de catheter. No damage o bent was found. 2. 4802011, flow test on customer complaints (pruebas de flujo en quejas del cliente) version 10. 10 reference samples met the criteria of minimum 80ml/minute. Flow test values of reference samples: p1: 174 p6: 108 p2: 263 p7: 108 p3: 94 p8: 97 p4: 185 p9: 112 p5; 114 p10: 115.